Manufacturer narrative:
Method/results/conclusions - the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA. (B)(4).

Event description:
Occasionally (about every 20 30 exposures) the photo timed exposures are terminated early, resulting in light films.